Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. Please note that the second device mentioned in the description will be evaluated in report reference number 2027111-2016-00867. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: sleeve. Original: "2 pince utilisé durant 2 intervention différente et deux fois le meme incident. La pince est rester bloquer mécaniquement impossible. La pince a fonctionné durant 25 min environ avant de ce bloquer." Translation: "2 devices used during 2 different procedures and 2 times the same incident. The device stayed blocked mechanically impossible. The device has functioned during 25 minutes before to get blocked." Patient status- no patient injury.

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of "device stayed blocked" could not be determined without the event device. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.